Manufacturer narrative:
08/18/1998: h6-primary finding of device analysis revealed motor stall due to broken motor gear.

Event description:
Info rec'd with returned device stating that "the pump was underinfusing. A roller study was performed with no movement detected." The device is presently in analysis at the MFR.